Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: black box review revealed unexplained power on reset events on the reported event period. The battery compartment and cap were undamaged and able to fit securely and to maintain electrical connection. The battery cap was evaluated and found to measure within specifications. The pump powered on and displayed the verify screen per normal operation. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump was primed and exercised for 24 hours with no power interruption. The pump cover was removed for investigation. No intermittent condition was found to the power circuit. The pump was found to be performing as intended, within specifications and without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump was rebooting by itself. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the rebooting issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.